Manufacturer narrative:
The pathway jetstream g3 l catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. In-stent restenosis pts are listed as a special pt population (i.e. The safety and effectiveness of the jetstream g3 l system has not been established in this group of pts) in the IFU.

Event description:
The jetstream g3 l was advanced to treat a 2 cm lesion located in the superficial femoral artery (sfa) proximal to and including a previously stented vessel. The lesion was treated effectively with the minimum diameter mode. During maximum diameter mode use, the device experienced a complete stall. The physician used retraction mode to drive the device back and on a subsequent angiogram, it was noticed that there was a dissection in the area where the stall occurred, proximal to stent. The physician placed a stent across the previously stented area and dissection. Pt is fine.